Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of ¿screen flickered and only showed shifted image fragments¿ could not be confirmed with the returned system monitor (serial # (B)(6). Laboratory testing could not reproduce the reported event. Repair and preventative maintenance were performed. The device was tested per the system monitor service process, which passed all tests. The system monitor was returned to the rental pool. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. Device history record indicated the device was manufactured in accordance to manufacturing and quality assurance specifications. System monitor (serial # (B)(6) was shipped to the customer on (B)(6) 2007. It was noted the system monitor is a rental unit that was shipped to the customer on (B)(6) 20217. Heartmate (hm) ii instructions for use (IFU), hm3 IFU, has details on the proper use of the system monitor. If the system monitor does not function properly, contact the company's technical service department for assistance. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor screen flickered and only showed shifted image fragments. It was unable to be used. Switching it on and off as well as exchanging cables did not resolve the issue. The system monitor was exchanged.